Manufacturer narrative:
The endoscope was returned to the endochoice service center for eval and repair. It was found that the endoscope did not angulate properly and the electrical connector of the endoscope had fluid invasion.

Event description:
During a colonoscopy procedure, it was reported by the medical facility that there was complete image loss when the endoscope was angulated. The case was concluded with another colonoscope. There was no report of injury or other negative health consequences to any pt.